Manufacturer narrative:
Patient identifier was unavailable. A medtronic representative went to the site to upgrade the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The rep also uninstalled/reinstalled the software and verified the power chain was fully seated. The system was found to be fully functional. The system computer was returned to the manufacturer for evaluation. There were no ram or hdd errors detected. The system ran for approximately 24 hours with no errors and no random reboot/power cycle. The computer performed as intended and the reported event could not be duplicated by medtronic personnel. Although a specific cause of the reported incident was inconclusive through software evaluation of the returned software logs, further review of the complaint history of this system found that the reported issue was similar to an existing software investigation that was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during an ear, nose & throat (ent) surgery the system re-booted itself. The surgeon had registered and was navigating when the screen went black. The site then re-toggled the power switch and re-booted the system. They re-entered the software and continued navigation for the surgery without issue. There was no impact to the outcome of the patient